Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump receive motor error alarm . No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump was not exposed to strong magnetic field. The drive support cap was normal. Customer was able to complete insulin pump rewind. The device will be returned for analysis.